Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device has not been received.

Event description:
It was reported that a battery was replaced per a field safety corrective action.

Manufacturer narrative:
It was confirmed that there is no allegation of a device deficiency associated with this event which has determined this event does not meet the definition of a reportable serious injury or a product malfunction. Therefore, this is not a reportable event. No additional information will be forthcoming.